Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator delivered inappropriate anti tachycardia therapy due to under sensing and incorrect interpretation of signal. No changes or intervention was performed. The patient condition was stable.